Manufacturer narrative:
(B)(4): the device has been returned for evaluation and repair. The product analysis is currently underway. (B)(4).

Event description:
It was reported that during a thyroid procedure using the nerve monitoring system, when stimulating the nerve at 1ma there was no current returned and no response from the system. The interface box and electrodes were checked and the stimulator was switched out. There was no patient impact or injury reported.